Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced high sensing integrity counter (sic). The sensitivity was adjusted resulting in decreased sic, however once changed back, high sic was detected again. T-wave oversensing (twos) was suspected. The rvlead currently remains in use. No patient complications have been reported as a result of this event.